Event description:
It was reported that the patient's right ventricular (rv) lead was causing diaphragmatic stimulation and the right atrial (ra) lead had chronic high thresholds. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments and analyzed. The outer insulation was kinked/buckled. The outer insulation of the lead was observed to have blood ingression. The investigator indicated that visual continuity inspection was limited to area of conductor visible only with non-destructive testing. Concomitant product: 5076-58 lead: implanted: (B)(6) 2012. (B)(4).